Event description:
As reported for this event by the olympus representative, during reprocessing the device did not yield an image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There are two associated events reported for the same model number device for the same issue on the same day. These events are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was not duplicated. Upon inspection and testing, the device yielded an image, but with an error e224 on screen due to faulty cable unit. In addition, the rear cover label is faded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, no image could not be reproduced and the cause of the phenomenon could not be identified. A faulty cable unit could possibly result in the e224 error but the cause of the fault could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.